Event description:
It was reported that pump experienced malfunction after customer underwent cat scan where pump was not removed as previously advised. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump using provided pump reset information, successfully cleared malfunction, and was advised to continue using pump and to call back if malfunction code recurred; no further issues were reported.